Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to use with no leaks observed. After an unknown amount of time in use, the device was reportedly found leaking at the cuff. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. The suspect tracheostomy tube was returned for product evaluation. During functional testing, cuff was inflated and submerged in water for observation. Visual inspection observed leaking from a small hole in the cuff. A review of the device history record could not be performed as no lot information was provided. Product evaluation and inspection was not able to determine what caused the hole in the tracheostomy tube cuff.